Manufacturer narrative:
(B)(4). D10: cat# 110010247 lot# 67616487 g7 osseoti 4 hole shell 58mm g. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a g liner did not fully seat and lock into a cup. There was no patient impacts. Attempts have been made and no further information has been provided.